Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during use of this device.

Event description:
During a left ventricular crt-d implant procedure, a possible cardiac perforation occurred. It was not possible to cannulate the coronary sinus due to the patient's anatomy. A possible perforation was observed using contrast near the orifice of the coronary sinus and the procedure was stopped. The patient was implanted with a right atrial and right ventricular lead and a left ventricular lead will be implanted at a later date. The patient is in stable condition. There were no performance issues with any abbott device.